Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. The device was returned due to high temperatures and obstructed irrigation. The catheter did not meet specifications during an irrigation leak test. Further investigation revealed a leak at the luer/irrigation tubing junction due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside the irrigation tubing.

Event description:
This report is to advise of an event observed during analysis confirming a tygon tubing leak of the catheter.